Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient's granddaughter that her grandmother had an aspira catheter placed, when the home health nurse came to drain the catheter she was unsuccessful. The nurse squeezed the bulb multiple times and the patient began experiencing pain and was taken to the emergency room. Ms&s advised the granddaughter that squeezing the bulb multiple times can cause the tissue to become lodged in the fenestrations of the drain. Suggested the granddaughter call the physician who placed the catheter. On (B)(6) 2017-family member reported that patient received treatment for pain. Md advised not to attempt to drain for several days. Pain resolved and patient recovered with minimal intervention. Family member stated that home health nurse was unfamiliar with product and repeatedly squeezed the bulb inappropriately.